Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg was inoperable as the patient failed to charge the device as recommended. Review of manufacturer database revealed that the patient underwent surgical intervention (B)(6) 2016 wherein the ipg was explanted and replaced with another model.